Event description:
It was reported that pumping was suspended. Reportedly, customer did not receive an alarm; however, pump alarm history showed multiple occlusion alarms had occurred. There was no impact to customer's blood glucose level. Customer indicated that cartridge and infusion set would be changed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.